Event description:
The MFR's rep reported that the pt was experiencing return of pain symptoms and the dose was being titrated upward by the hcp in order for the pt to obtain relief. The pump was delivering fentanyl. No symptoms other than return of pain were reported by the rep. A reservoir volume of greater than 25% was noted at some point. The hcp performed a catheter dye study as the pt had experienced a kink a year previously. The dye study revealed a patent catheter. It is unk if a roller study was performed, but it was felt that "the pump was the issue". The pt had felt that he was coming in frequently for refills and wanted to have the 40 ml pump. The replacement was approved by workers' compensation insurance and the pump was subsequently replaced after an implant duration of 40 months. The pt recovered without sequela from the pump replacement surgery. It was noted by the rep that the daily dose was "significantly decreased" after the pump replacement with continued pain control. The last report was that the pt was doing well.